Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va0snfs, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that it was "just weird" and that they had not been feeling like they could even sit up, "really sit up," until the day before the call. The patient stated that they felt really awful in the morning so they took a pain pill finally and stated that "it was like, "ha!" The patient stated that it made them feel much better. It had not really taken the edge off the rest of the week but the patient stated that they actually felt great so they tried to sit up more because they had been laying for days. It was reported that then something happened and the patient did not know if it was from sitting that it really started to hurt. The patient "felt back there" and there was a bulge at the insertion site of the electrodes. The patient could feel it when laying down no matter how they laid down. The patient stated that they could feel "the fluttering and things like that" coming from the bulge instead of from deep inside. The patient turned down the "electric thing" because it was really annoying. The patient did not turn it down a ton but enough that they "wet" last night. The patient stated that they were scared to sit up now. The patient stated that they had slept okay except for wetting themselves. The patient stated that it did not nearly bulge as much but it still fluttered from that spot. The patient stated that they had been 2 times also when they felt a little jolt when they moved. The patient was unsure if they did something wrong by trying to sit up. The patient was redirected to their health care professional (hcp). The patient stated that their follow-up hcp appointment was set for a week and a half from the day of the call. The patient stated that they had seen tons of symptoms improvement and they had not been wetting at all. They had not leaked all week. The patient stated that then they turned it down after it started really fluttering and was really annoying.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did notify their doctor regarding the issue. It had been over a year and they did not remember the date. But it was approximately one week after surgery. They change the remote to utilize a different lead. It was noted that a little bit of the wire still bulges and the doctor stated that it would not affect the device or their health. It was indicated that they used the remote to change to a different lead and it took care of both problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.